Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that pocket infection was observed. Cause of infection was unclear. Patient is on chronic immunosuporession. The device and leads were explanted and there is no plan to reimplant. Patient was stable before, during and after procedure. Related manufacturer reference number: 2938836-2020-01611.